Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "problems with bss flow" (inability to irrigate). A customer reported that the part of that connects to the bss is folding, making it difficult for the bss to flow. No add'l info was provided.

Manufacturer narrative:
No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for eval. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).